Manufacturer narrative:
One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing; unable to confirm the reported customer complaint. The software was replaced as a preventive measure. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd ms3 infusion pump lost programming due to forgetting to replace battery. No adverse effects reported.

Event description:
Additional information received and will be summarized in h -10.

Manufacturer narrative:
Additional information received on complaint of cadd ms3 pumps lost programming due to forgetting to replace battery did not occur "during" patient use. The male patient initials is (B)(6), with a date of birth (B)(6) "1983." The event reported occurred during bench test on (B)(6) 2019.